Event description:
Technician alleged that the trendelenburg is not working. No pt impact.

Manufacturer narrative:
The technician found the cause to be the cardio pulmonary resuscitation valve is stuck in the close position. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.